Event description:
Patient with status of post abdominal aortic aneurysm (aaa) endograft repair with lower extremity paralysis complication was transferred out of intenstive care unit to step down unit. Sitting in chair, staff in process of using lift to get him to bed when he went into respiratory difficulty and pulseless electrical activity(pea), ventricular -fibrillation, then asystole. The first defibrillator was noted to turn off (after low battery warning flashed) after first shock was successfully delivered. Staff obtained a second defib from another crash cart. Patient was shocked again, but unable to be resuscitated. Autopsy is pending